Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted an "hv cap idle test failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of error was verified during evaluation. Main board was replaced to remedy the issue. Evaluation of the main board confirms a defective integrated circuit. The device was recertified and returned to the customer. No emerging trend based on similar reports.